Event description:
Pt reported experiencing recurrent hypoglycemia, for several weeks, during the night. Pt attributed the events to taking too much insulin glargine and not eating enough. Pt noted that he has self-treated low blood glucose by drinking orange juice, cola, or milk, and eating. Pt stated that, during one hypoglycemic event, he tested his blood glucose using the suspect device and obtained a result of 89 mg/dl. Pt then retested his blood glucose, using a different monitor, and obtained a result of 47 mg/dl. At the time of the report, pt had decreased his daily dosage of insulin glargine. No medical intervention was performed or sought. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.